Event description:
User facility reported that following a successful novasure procedure sometime in 2008, "very small remnants of gold colored fiber", apparently from the array, were seen in the uterus on post procedure hysteroscopy. During follow-up in 2009, it was reported no treatment or intervention was needed. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Device history record (DHR) review could not be conducted as a lot number was not provided by the complainant. The device involved in this event was not returned to hologic for investigation. Therefore, a physical inspection could not be conducted to confirm the reported event or determine the root cause.